Event description:
During a subclavian stent procedure the self expanding stent advanced off of the stent delivery system and deployed in the descending aorta. This immobilized stent was manipulated to the abdominal aorta and expanded with no injury to the patient. A balloon expandable stent was successfully deployed at the site of the subclavian stenosis.